Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 25 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented for a routine clinic visit and log file was submitted for review due to a ¿no external power¿ observed on (B)(6) 2018. The manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log, no external power event was observed on (B)(6) 2018 6:34 which could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the system controllers internal battery supplied power to the pump as designed. No other unusual events noted. The pump parameters and values are within normal limits. No additional information provided.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented for a routine clinic visit and log file was submitted for review due to a ¿no external power¿ observed on (B)(6) 2018. The manufacturer¿s technical services representative reviewed the submitted log file and during the analysis of the log, no external power event was observed on (B)(6) 2018 6:34 which could be caused by the power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During this event the system controllers internal battery supplied power to the pump as designed. No other unusual events noted. The pump parameters and values are within normal limits. No additional information provided.

Manufacturer narrative:
Sections a4 (weight), d4 (UDI): additional information. Manufacturer's investigation conclusion: the mobile power unit was not returned for analysis and remains in use. A direct correlation between the reported event and the device could not be conclusively established through this evaluation; however, the reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 8 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018 at 23:12 revealed that the system was powered by an mpu. On (B)(6)2018 at 6:34:12 the associated voltage levels indicated that mpu power was lost, resulting in low power hazard/no external power alarms until 6:34:20. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. Multiple attempts for further information, including the mpu serial number, were sent to the customer; however, nothing was provided. The patient remains ongoing on vad support and no further issues have been reported. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.